Event description:
A (B)(6) old male pt, contacted zoll customer support to report that his monitor made a loud screeching noise and would not power on. The pt was issued a replacement monitor and battery.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt receive a replacement monitor. Device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power up) has been investigated. As received, the battery pack would not communicate with a charger or monitor. The output voltage was measured at 11.9 volts. Upon eval, components on the battery pca board were damaged. The cause for the damaged components cannot be positively determined. No adverse event resulted from the defective battery pack. The pt received a replacement battery.: device mfg date: monitor: sn (B)(4): 06/2011. Battery pack sn (B)(4): 01/2010.